Manufacturer narrative:
Returned product was visually inspected and underwent functional testing. The reported failure could not be recreated. During functional testing, the device performed as intended.

Event description:
It was reported that, "the final tightener was not tightening all the way when the lines were lined up. I had another torque wrench what worked right. Please either calibrate the torque wrench or replace please."